Manufacturer narrative:
Company representative identified the battery caps on telepack as the cause of the issue. Battery caps were replaced and communication reestablished.

Event description:
Customer reported loss of communication between the panorama central station and ambulatory telepacks, which may have resulted in a possible loss of telemetry monitoring. No pt injury was reported.